Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) was over 500 mg/dl. Reportedly, bg was addressed with a bolus via the pump and the pump supplies were changed to address the issue.